Event description:
The patient reported experiencing elevated blood glucose of 180 mg/dl in 2009. He bolused through the infusion device, but his blood glucose did not decrease. He had an appointment with his diabetes specialist and while waiting he began to feel sick, and his blood glucose measured 390 mg/dl and he was positive for ketones. He injected insulin via pen to lower his blood glucose. His normal blood glucose range is 100-120 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.